Event description:
Dealer (B)(4) advised that the footplate was broken on the footrest. No other information provided.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.